Manufacturer narrative:
The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. However, the cec adjudicated the study device relationship to be possibly related to the event of reocclusion based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right mid superficial femoral artery (sfa). Approximately 29 months after the index procedure, the patient¿s right mid sfa vessel was reportedly reoccluded. No additional intervention has been performed at this time. The investigator assessed the event was not related to the study device or procedure. However, the cec has adjudicated the study device relationship to be possibly related to the event of reocclusion. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00065.